Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead the patient reported to emergency department due to with chest pain. Evaluation revealed the ra lead exhibited high thresholds and unable to capture bipolar or unipolar at maximum output. The ra lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.